Manufacturer narrative:
Samples from the patient were provided for investigation and the results obtained by the customer could be duplicated. The patient results were clearly elevated, but not yet above assay cutoff. Due to immune suppressive treatment, the antibody response might be insufficient for a positive result on elecsys. A general reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 5 samples from the same patient tested with the elecsys anti-sars-cov-2 assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. It is not known which values are correct. The first sample collected from the patient on (B)(6) 2020, resulted with an elecsys anti-sars-cov-2 assay value of 0.647 coi (non-reactive). The second sample collected from the patient on (B)(6) 2020, resulted with an elecsys anti-sars-cov-2 assay value of 0.658 coi (non-reactive). The third sample collected from the patient on (B)(6) 2020, resulted with an elecsys anti-sars-cov-2 assay value of 0.647 coi (non-reactive). The fourth sample collected from the patient on (B)(6) 2020, resulted with an elecsys anti-sars-cov-2 assay value of 0.715 coi (non-reactive). The fifth sample collected from the patient on (B)(6) 2020, resulted with an elecsys anti-sars-cov-2 assay value of 0.725 coi (non-reactive). On (B)(6) 2020, the patient was tested using the standard q covid-19 igg and covid-19 igm quick tests manufactured by sd biosensor, both resulting with positive values. The sd biosensor standard q tests have not been granted emergency use authorization by the FDA. On (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, covid-19 polymerase chain reaction tests performed on the patient were all positive.